Event description:
The patient received her ipg on (B)(6) 2007. It was reported that her charger can no longer locate the ipg consistently. The patient has gained some weight. The patient was sent a new charger to help resolve the issue but has not used it yet. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.